Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that her husband¿s insulin pump was dead as battery went dead and they are not able to change the battery immediately. Customer had high blood glucose of 348 mg/dl and current blood glucose was 169 mg/dl. Customer declined troubleshoot for the issue. Customer had broken belt clip. Product will not be return for analysis.